Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("excessive bleeding in the perimenopause") and device dislocation ("essure coils were notably migrated on the right") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterus enlarged in 2022, neoplasm malignant in 2021 and menses irregular and obesity. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required) and device dislocation (seriousness criteria medically important and intervention required). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomyon (B)(6) 2022). The reporter considered device dislocation and heavy menstrual bleeding to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34 kg/sqm. [Gynaecological examination] on (B)(6) 2021: no abnormal findings [ultrasound breast] on (B)(6) 2021: malignant neoplasm of breast . [Ultrasound uterus] on (B)(6) 2021: malignant neoplasm; (date unknown): human papillomavirus ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device migration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 5052 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with essure removal via hysterectomy - uterus. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("excessive bleeding in the perimenopause") and device dislocation ("essure coils were notably migrated on the right") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterus enlarged in 2022, neoplasm malignant in 2021 and menses irregular and obesity. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required) and device dislocation (seriousness criteria medically important and intervention required). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy on (B)(6) 2022). Essure was removed on (B)(6) 2022. The reporter considered device dislocation and heavy menstrual bleeding to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34 kg/sqm. [Gynaecological examination] on (B)(6) 2021: no abnormal findings. [Ultrasound breast] on (B)(6) 2021: malignant neoplasm of breast. . [Ultrasound uterus] on (B)(6) 2021: malignant neoplasm; (date unknown): human papillomavirus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device migration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: reporter and patient information, medical history, lab data, drug stop date, indication added. Event medical device removal updated to device migration. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.